Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 30 mg/dl. Reportedly, the timed basal settings were too high. Customer successfully changed timed settings. Bg was addressed with apple juice. At the time of report bg was 71 mg/dl.